Event description:
It was reported that a patient who had cervical plate implanted came back for a six month follow up and x-rays showed that one of the 16mm screws at c7 was backing out. It appears to be about 1-2mm backed out. Surgeon is taking no action. As an event of this nature could result in the need for surgical intervention an MDR has been filed to document this event.

Manufacturer narrative:
If the screw head is not locked in the plate or should become free the ring at the bottom of the bushing should prevent the screw from backing out more than 2mm. As a result it should not result in the need for surgical intervention. No conclusions can be made at this time. The process of screw fixation is technique sensitive and care must be taken to ensure that the screws are fully tightened.